Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that¿on may 15 changed to 2.5v. Pt states yesterday went to look at intensity changed itself to 2.6 and 2.0 and this am was at 2.8 and the intensity was 2.1. Pt wondered why the stim is going up on its own. Patient services (pss) walked through remote. Pt does not have adaptive stim programmed. Pss also advised to use the therapy on/off button to start session vs arrow as when pt pushes arrow the stim is going up. Pss advised if she sees press and hold to unlock which pt does and the stim has than increased while on the phone when unlocking. Pt went to 0 and will try using therapy on/off button in meantime. Pt did increase stim on her own as well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to health care provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient responded from follow up sent. Patient reported they instructed to activate the screen and needed to push the up arrow. It did turn the screen but also changed the intensity of all 4 levels. Patient indicated the handbook provided does not specify using the button on top. Patient needed to activate the device by pushing on/off button on the top of device not with the up arrow button. Patient reported issue has been resolved.